Event description:
The facility reported an infusion pump that had an 810:04 failure code during biomed testing. The hosp rep stated there was no report of pt incident since the last baxter service event.